Event description:
It was reported that during stage one deep brain stimulation (dbs) burr-hole cover (bhc) procedure, the sliding door component of the bhc detached from the retaining clip and broke off into the implanted burr hole. The physician noted that the issue occurred while the cover was being attached to the applicator and connected to the bhc base, during which applied pressure caused the sliding door to dislodge. The broken component was successfully retrieved, and a new bhc retaining clip was used to complete the procedure. The patient did well postoperatively.

Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.